Event description:
Rn noted blood leaking from a small hole in arterial portion of tubing (lot #00954014) just shortly after starting dialysis treatment. Discarded tubing and performed new set-up, no further issues. Tubing discarded and equipment was reset with new tubing with no additional issues.